Event description:
It was reported that there was a problem with the implantable neurostimulator (ins) surface when the ins was replaced. The ins surf ace had been badly damaged. No troubleshooting was done prior to the replacement and there were no signs of damage prior to surgery. The patient stated that there were no direct physical impacts to the ins while it was implanted. The patient had a 50 percent or greater symptoms reduction. Due to the great symptom reduction the patient and their healthcare professional did not recognize any problems with the ins. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was not in new condition.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.